Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer data shows a lead integrity alert on (B)(4) 2011 13:45:43. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2011 13:45:43. Fourteen (14) ventricular nonsustained tachycardia (nst) episodes of <=210 ms occurred on (B)(4) 2011 in the timeframe between 14:41:14 and 17:04:11. Ventricular short interval count v-sic=496 counts, in 0.21 day, on (B)(4) 2011 in the timeframe between 13:17:28 and 18:13:17.

Event description:
It was reported that the patient presented to the emergency room after receiving an inappropriate shock due to nonphysiologic oversensing. The lead integrity alert triggered. Oversensing was reproducible with arm movements. The lead was removed and replaced. No further patient complications have been reported as a result of this event.